Event description:
A patient reported experiencing inaccurate erratic results with a lifescan meter. The patient's blood glucose results were 195, 167, 195, 135, 127, 273, 127, and 160 mg/dl. Tests were done within 20 minutes with a difference of 30%. Patient did not experience any adverse events. No further information has been reported.